Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731, lot# b005839n55, implanted: (B)(6) 2003, product type: catheter.

Event description:
Information received from a healthcare provider (hcp) regarding a patient receiving gablofen 500mcg/ml via an implanted pump. Further source document reported that the pump system was delivering baclofen 500mcg/ml at 105mcg/day flex dosing. Indication for use was noted as intractable spasticity. The patient had increased spasticity, itching, nausea and vomiting noticed on (B)(6) 2016. It was reported that the patient had itching on and off for the last two weeks. On (B)(6) 2016, the patient saw the hcp. The hcp reported that the pump was "flipping and flopping all over the place." The patient was given oral baclofen. An x-ray was taken which indicated that the pump might have disconnected from the catheter. On (B)(6) 2016 the patient had a dye study and they found a leak in the catheter near the pump/catheter connection side. Dye appeared to be at pocket site and not at catheter tip. The physician also stated that the pump was moving around a lot in the abdomen and that she had to hold it firmly to do the procedure. It was reported that the patient may had fallen off a riding lawn mower per the hcp. The hcp asked if they should re-prime as they were able to aspirate from the catheter access port (cap) initially. On an unknown date the patient was admitted to the hospital and was taken off oral baclofen. The patient was given dantrium. The patient had a catheter and pump revision on (B)(6) 2016. It was noted that the catheter was found to be broken at the pump site. Cerebral spinal fluid (csf) had collected at the pocket site. Existing pocket was drained, pump was removed and pocket was closed. Pump was then moved to the opposite side of the body. A partial catheter explant occurred. The spinal segment of the catheter remained implanted and in use, the pump segment was explanted. A new pump segment was connected to the existing spinal segment and tunneled to the new pocket site. It was stated that 4cc or more csf was aspirated to confirm patency after connecting to the pump and securing pump in the new pocket. The catheter leak and pump movement resolved on (B)(6) 2016. The patient's status at the time of report was "alive-no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.